Event description:
It was reported that approximately 8 months post implant the extravascular implantable cardioverter defibrillator (ev-ICD) experienc ed 7 episodes of electromagnetic interference from an unknown cause. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Continuation of d10:  ev240152 ev-lead implant date: (B)(6) 2025.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ev ICD had been picking up episodes due to emi noise since approximately seven months post implant. It was noted that there had been no further events logged by the ev ICD since the reprogramming.